Manufacturer narrative:
The reported event of the lv-setscrew could not be tightened to secure the lv-lead in the connector was confirmed. Analysis revealed that the user/physician had unknowingly screwed the lv-setscrew out of its connector block socket, and up inside the lv septum. This occurred due to incorrect wrench insertions, which caused the setscrew to become stuck to the wrench tip and be pulled up into the septum. In this position, the setscrew could no longer be re-engaged or tightened with the torque wrench. For lab testing, the setscrew was placed back into the socket and successfully tightened onto test leads, which were held securely within the connector. This anomaly is user-related and resulted from incorrect use of the wrench by the user/physician.

Event description:
It was reported that during follow up after a cardiac resynchronization therapy (crt) upgrade, loss of capture was noted on the left ventricle (lv) lead. X-ray confirmed the lv lead had dislodged. The lv lead was explanted and was replaced it with a new lead. During the lead revision, the set screw of patient¿s pacemaker was unable to clamp down on the lead. It was suspected that the set screw was damaged or faulty. The pm was explanted and replaced with a new pm. The patient was stable and recovering following the procedure.